Event description:
A small white piece measuring approximately 3/4" in length from a eea circular stapler was unaccounted for following the surgical procedure. The eea stapler was handled between the resident assisting and the attending surgeon when the piece was noted to be missing.